Event description:
It was reported that during a bi-v implantable cardioverter defibrillator (ICD) changeout procedure it was discovered that the patient's left ventricular (lv) lead had elevated/high thresholds. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5076-52, lead; implant: unknown, model: 7021, competitor lead; implant: unknown. (B)(4).